Manufacturer narrative:
Based on additional information received this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating that the incision size was enlarged to 2.5mm, which is within standard range for incision enlargement.

Manufacturer narrative:
The device was returned for evaluation. Microscopic examination found the lens cut across the optic. Only one piece of the lens optic was found in the vial. Due to the condition of receipt, the product evaluation could not verify the failure mode.

Event description:
It was reported that during implantation of an intraocular lens (iol), after inserting the iol, the surgeon noticed the iol optic was damaged. The incision was enlarged and an intraoperative lens exchange was performed using a backup iol. Corneal edema was reported. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.